Event description:
It was reported that the pacemaker dependent patient presented in clinic, feeling symptomatic. The ventricular lead appeared to be oversensing, causing pacing inhibition for up to 1500 ms. The physician elected to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.